Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the impedance measurements were changing after implant. Electrodes 0, 7, 8, 15 had low impedances and showing 'avoid,' however these electrodes were not being used in the programming. The issue was considered resolved. No patient complications were reported.